Event description:
During biomed testing the device's pacer current reset to zero while attempting to adjust to a higher current. Complainant indicated that there was no pt involvement in the rpeorted malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable. The cable was reseated to resolve the malfunction.